Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device component code (B)(4) relates to device problem code (B)(4) for the reported event of handle cannula broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02232 for the other associated device information. It was reported to boston scientific corporation that two captiflex medium oval snares were used in the colon during a colonoscopy/polypectomy procedure performed on (B)(6), 2016. According to the complainant, during the procedure, the handle cannula broke and the loop failed to extend. Another captiflex medium oval snare was used and encountered the same issue. The procedure was completed with another captiflex medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the catheter kinked near to the handle and the wire kinked in the middle of the device. Further examination found that the handle cannula was slightly bent and has glue residues. Functional testing could not be performed due to handle cannula bent. The most probable root cause for this event is determined to be operational context since the device was used in the procedure and the issue was likely due to procedural/anatomical factors. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02232 for the other associated device information. It was reported to boston scientific corporation that two captiflex medium oval snares were used in the colon during a colonoscopy/polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle cannula broke and the loop failed to extend. Another captiflex medium oval snare was used and encountered the same issue. The procedure was completed with another captiflex medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.